Event description:
The following has been reported: biomed reported: "tubing not recognized, cleaned sensors same result". Step where problem occurred: before use injury/adverse reaction: no. Active infusion stopped: no. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a set ID failure. During testing, the pump was not able to recognize the secondary port of the cassette and therefore unable to program a secondary infusion. The device was reverted to manufacturing mode and failed admin set ID testing.